Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as cracked connector causing no image observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), "warning before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Based on the results of the investigation, the cracked connector caused a no image to be observed. The failure identified is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the subject device" was broken". The issue was found during reprocessing. There was no patient involvement on this event, no harm was reported.